Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit was making an "lim" alarm. Per the field service representative (fsr), "lim" stands for line isolation monitor and is a separate device from the x2 unit. The device was not changed out as the user was able to switch channels on the unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The x2 was plugged into the line isolation monitor (lim) and the lim will alarm when excess leakage current was measured. The field service representative (fsr) said this happened during heating on channel a of the unit. The customer decided to use channel b for heating for the remainder of case and channel a for cooling only. The fsr was able to confirm the excess leakage current on channel a, approx 1200 micro-amps. There were no error code associated with this issue. The heating elements on both channels are being replaced. Investigation in process, but not yet completed.